Event description:
The customer reported via telephone call that the insulin was squirting out and the insulin pump did not detect reservoir during set change. The blood glucose reading was not known. The customer was not wearing the insulin pump during priming. The customer was unable to tell if the top of the reservoir or tubing connector was wet. The customer was advised to attach a new infusion set and reservoir and restart the prime sequence. The customer reported that the insulin continued to drip after the act button was released. The customer was unable to successfully prime the insulin pump. The drive support was sticking out. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot, cracked display window at bottom right side corner, missing drive support disk sticker, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.